Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan. "Product leakage." "The user noticed a leakage from the connection when the user pierced the patient, connected an extension tube, flushed it with physiological saline to check for reverse blood. "

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Samples evaluation: received the following samples: - 3 used and contaminated capillary hub of introcan safety 3 pur 22g 0.9x25mm-ap without packaging. Returned together with the used samples are extension set and a syringe. - 75 unused samples in original packaging. Lot number printed on returned peel pack are 21l07g8374 and material# 4251128-03. Visual inspection: inspected the returned samples and found 14 pcs with damage or dent at catheter luer. Air tightness test: the 14 pcs were subjected to air tightness leakage test at 300 kpa / 30 seconds in water according to test method. Result: no leakage observed. Liquid tightness using terumo extension tube set: the 14 pcs were subjected to liquid tightness using terumo extension tube set. Result: no leakage observed. Liquid tightness using top extension tube set: the 14 pcs were subjected to liquid tightness using top extension tube set. Result: no leakage observed. Root cause analysis: the possible cause of the dent luer could be due to slightly bent or slant septum opener pin during the assembly of catheter hub to cannula hub. During simulation, the defect was able to reproduce. Another possible cause is bigger opening of septum opener pin towards the catheter hub luer and during simulation, the defect was able to reproduce. Correction: daily checking for valve opener pin condition and to record in process card. Started: 2022-05-12. Additional containment action to refer to CAPA. This complaint is confirmed.